Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected insulin pump reset noted during testing. Unable to perform error test due to motor error alarm. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error alarm which occurred during the priming process. The blood glucose reading was 269 mg/dl. The insulin pump had not been exposed to a strong magnetic field or MRI. Customer was able to rewind the insulin pump but was unable to get past the priming process. Nothing further was reported.